Manufacturer narrative:
This initial MDR is being submitted as a result of a retrospective review of davol¿s MDR decisions and the initial decision not to report the event is being revised to reflect updated company procedures. The patient's surgeon referred the patient to a dermatologist; however at this time it is unknown when the patient will be seeing the dermatologist. Davol informed the patient that a sample for reactivity testing could be supplied to the doctor if this is required. Multiple attempts have been made to followed up with the patient on her progress. At this time no additional information has been provided. To date this is the only reported complaint from this manufacturing lot of (B)(4) units. Should additional information be provided, this report will be updated. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
Per patient: alleged on (B)(6) 2016 the patient underwent an open incisional ventral abdominal hernia repair with component separation, at this time a "6 x 10 inch piece of bard phasix mesh" was implanted. The patient developed a rash under the arms and in the "crotch area" in (B)(6) 2016 and was treated at an urgent care and prescribed prednisone for 6 days. The patient states the rash had resolved with the use of the prednisone however, once this was completed, the rash returned. Patient states she is now taking otc benadryl daily to treat the symptoms. Patient states she has several allergies/sensitivities and that these were discussed with the surgeon prior to the mesh implant. Stated that doctor will likely refer her to a dermatologist. Patient was told that davol could supply a sample for reactivity testing if the is required.